Event description:
It was reported that during a laser photoselective vaporization of the prostate (pvp) procedure, the metallic tip of the fiber broke after 272,688 joules and 28 minutes of use. The fiber was exchanged and the procedure was completed with a second fiber. No patient injury occurred due to this event.

Manufacturer narrative:
Device eval by manufacturer updated, device eval by MFR sum attach updated, evaluation method codes updated, evaluation result codes updated, evaluation conclusion codes updated. A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned device indicates that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap are detached and not returned. The glass cap exhibits severe devitrification at output window. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a laser photo selective vaporization of the prostate (pvp) procedure, the metallic tip of the fiber broke after 272,688 joules and 28 minutes of use. The fiber was exchanged and the procedure was completed with a second fiber. No patient injury occurred due to this event.